Event description:
During pt use, a "switched to backup battery" alarm occurred when ac cable was connected. This issue was resolved by replacing the battery. No serious injury was reported in this case.

Manufacturer narrative:
Although requested, no pt info was provided.